Event description:
An endeavor resolute rx drug-eluting stent, length 14mm, diameter 2.75mm was intended to treat a lesion in a pt. The stent became damaged during use in the pt. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Eval: failure to deliver stent, stent deformation. Root cause unk. Eval summary: the device was returned to medtronic (B)(4) for eval. The first six proximal stent segments were positioned as per specifications. One strut on the 6th proximal segment was deformed. The remaining distal segments were stretched, deformed and pulled distally over the balloon pillow and distal tip. The distal tip was partially flattened underneath the stent.